Manufacturer narrative:
One used device was received and evaluated. Testing found the clave secondary port on the cassette of the tubing set was torn off. White drag marks were noted indicating the use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage could have been due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. At an unspecified time, the customer contact reported that the primary tubing set fell apart at an unspecified location on the customer reported "y" of the tubing set. No specific details were provided. There were no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.